Manufacturer narrative:
(B)(4). The results of this investigation concluded that tearing and degenerative changes were observed in all three cusps. No evidence was found to suggest the cause of the tearing and degenerative changes were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a mitral valve replacement was performed and this 25 mm sjm biocor valve was implanted. On (B)(6) 2016, the valve was explanted due to a transvalvular gradient. Another 25 mm sjm biocor valve was implanted. The patient was reported to be in stable condition.